Event description:
Complainant alleges "suction cautery was arching off to the side, not connected to any tissue, during our ent (ear, nose, throat) procedure. Faulty equipment. Continued to use device with caution. This has never happened before with the suction cautery product."

Manufacturer narrative:
The device is not available for return. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was not returned for evaluation, no pictures were provided, and no lot number was provided. The complaint could not be confirmed, and no root cause was able to be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.